Event description:
It was reported that during a laparoscopic total lobectomy procedure, an error sound was heard and error 5 was displayed after about three hours. The generator was restarted, but the event continued. When the device was reset and tested, the blade broke off on the mayo table. Since the blade broke off outside the patient, not pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Boston scientific crm received information that right ventricular (rv) oversensing and pacing inhibition for an unknown duration was noted. It was reported that the lead had been set to unipolar pacing and sensing mode. When the rv lead was programmed back to bipolar pacing and sensing mode no oversensing was noted. The patient was not pacemaker dependant and no patient symptoms were reported.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.